Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported pt with dry eye and photophobia at lasik post-operative visit. Add'l info indicated the patient's topical steroid dosage was increased. This report references the left eye. An add'l report will be filed for the right eye. Add'l info has been requested.